Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was fixed and tested with acceptable parameters. However, when slitting the catheter, the lead dislodged. A new sheath was used and the lead was implant successfully. It was suspected that the event was related to an operation problem. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.